Manufacturer narrative:
The hill-rom technician found the brake not set switch needed to be replaced. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Plug the bed into an appropriate power source and set the brakes to neutral. Make sure the alarm is heard. Set the brakes on the bed. Make sure the alarm stops sounding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2017. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake not set switch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brake not set alarm was not sounding. The bed was located at the account. There was no patient/user injury reported. (B)(4).